Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. The customer uses the iabp in an off-label program where they discharge and charge the battery every day while the iabp is on the patient. The batteries were replaced. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery run time test failure. It is unknown if there was any patient harm/injury; however there was no adverse event reported.